Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had broken tamper switch. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of broken tamper switch was confirmed. The pcu unit had an unresponsive tamper switch during the keypad test in asm. A test switch was swapped in to confirm that the unit has the faulty one. ¿ on 31-oct-2024, pcu device was received unboxed and with paperwork. ¿ tamper switch didn¿t respond when pressed during the keypad test in asm. ¿ another known-good switch was swapped in the unit to test and confirmed the faulty one. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center to replace faulty tamper switch. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had broken tamper switch. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of broken tamper switch was confirmed. The pcu unit had an unresponsive tamper switch during the keypad test in asm. A test switch was swapped in to confirm that the unit has the faulty one. On 31-oct-2024, pcu device was received unboxed and with paperwork. Tamper switch didn¿t respond when pressed during the keypad test in asm. Another known-good switch was swapped in the unit to test and confirmed the faulty one. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace faulty tamper switch. Failure investigation report attached to qn in sap this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had broken tamper switch. There was no patient involvement.